Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision of mesh on (B)(6) 2010 due to bladder outlet obstruction.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, and urinary retention. It was reported that patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2011 and (B)(6) 2012 by dr. (B)(6).